Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) removed 15 ml of drug from the patient's pump during their refill but the tablet showed the amount should have been 1.5 ml. It was unknown if there were external factors that contributed to the event. No diagnostics/troubleshooting were performed. No actions/interventions were taken as the patient had been doing well but they didn¿t think they were getting all of the daily dose that was actually programmed in. The issue was not resolved at the time of the report. Surgical intervention did not occur but it was unknown if it was planned. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was mentioned that the cause of the volume discrepancy was not determined, it was unknown if t as resolved. The reservoir volume was updated and medicine was refilled during office refill appointment.

Manufacturer narrative:
Continuation of d10: product ID 8596sc; serial# (B)(6); implanted: (B)(6) 2011; explanted: (B)(6) 2021; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via company representative (rep) reported that the physician was getting more than expected volume back at refills. It was also noted that the patient reported that the pump would flip and cause pain. During surgical intervention on (B)(6) 2021, they pulled out 19 ml out of the old pump to put existing drug into the new pump but was expecting 8.5 ml. The cause of the volume discrepancy was unknown. Of note, a catheter access was done and a 3 ml syringe was used to draw back. The catheter aspiration was unsuccessful. They did find a kink in the catheter which the physician was able to unkink and replace with another 8596sc. The issue was resolved at the time of report. It was reported that the patient was receiving morphine (unknown concentration or dose).